Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a procedure to treat a de novo lesion in the right coronary artery with moderate calcification and moderate tortuosity. A 3.5 x 23 mm xience prime stent delivery system was advanced to the target lesion, and the stent was deployed. However, a distal edge dissection was observed which was treated with a 3.5 x 12mm xience prime stent. There was no clinically significant delay in the procedure. No additional information was provided.